Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 2.2 second test inr = 3.0.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 2.2 second test inr = 3.0. Mean = 2.6; sd=0.56, %cv = 21%. The %cv is greater than 20%. The precision failed the criteria for precision. Products will be tested.